Event description:
The customer's spouse called and stated there was about a 50 point difference in the sensor readings when compared to blood glucose. It was also stated customer's blood glucose was at 480 mg/dl when sensor read 240 mg/dl. It was stated the sensor did recover and start working again. Troubleshooting with the sensor was declined. At time of this report, blood glucose was captured as 320 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.